Event description:
Device issue: partial closure. Time of adverse event: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, after suture deployment, partial closure was achieved. Manual compression was applied for three minutes to achieve hemostasis. The patient was taken to recovery, where a "press device" was used. Patient movement cause rebleeding and manual compression was applied to stop the bleeding. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4): the customer reported this device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.